Manufacturer narrative:
Block b3: approximation based on the procedure date. Block d2b: additional applicable product codes: pjs, nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant of the implantable pulse generator (ipg) for an unknown reason. No additional adverse patient effects were reported despite good faith efforts. The location of the explanted device is unknown.